Event description:
(B)(4) study. Same case as MDR#2134265-2013-00693. Same patient as MDR#2134265-2012-06401 and 2134265-2011-06048. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to an inferior wall mi and was referred for cardiac catheterization. The 100% stenosed, 15 x 2.75mm target lesion was a bifurcated lesion located in the right posterior descending artery (r-pda). The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm taxus element stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with severe jaw/chest pain radiating to the left arm. Elevated troponin values (peak troponin levels: 364ng/l;unl:<40ng/l) were observed and an event of mi was reported. An electrocardiogram revealed t wave inversion iii which was diagnosed as mi (no st elevation). The patient was referred for cardiac catheterization. Three days later, the 100% restenosis of the 3.0 x 28mm taxus ielement stent located in the distal rca as well as the in-stent restenosis of the 3 x 38 mm taxus element stent which was previously deployed at the same target lesion was treated with balloon angioplasty, with 50% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Event description:
It was further reported that this is the same case as MDR#2134265-2013-02668 and that during balloon angioplasty to treat the event in (B)(6) 2012, there was ''slipping off'' of the 3.0 x 20mm apex balloon which resulted in 'sluggish/no-reflow'. The event was considered as recovering/resolving.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).